Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 525 mg/dl, 246 mg/dl, 175 mg/dl, and 188 mg/dl when all tests were performed within 10 mins of the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.